Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, fluid, muscle edema, scarring, seroma, joint effusion and malpositioned cup was noted. The fluid on the posterior lateral quadrant of the left hip measured 11.8x43.4x10 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, fluid, muscle edema, scarring, seroma, joint effusion and malpositioned cup was noted. The fluid on the posterior lateral quadrant of the left hip measured 11.8x43.4x10 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.